Manufacturer narrative:
A co service rep checked system; found it met performance specifications.

Event description:
Reporter noted two cases of toxic anterior segment syndrome (tass) a couple weeks ago. Dr was concerned that aspiration was not strong enough to remove all the viscoelastic. He stated there was grossly visible material coming from the handpiece; tried to remove all of it, but unsure if it was all aspirated. Wanted system checked out. During subsequent follow-up, dr noted he now feels it was a handpiece issue, not a system issue. He declined to complete questionnaires. No intervention has been reported; pt status was not provided. No further info is anticipated. This report is for one of the two cases and is being filed as 2028159-2006-00280. The other MFR report number is 2028159-2006-00281. A nurse consultant visited the facility on 8/15/2006. A number of potential causes of tass were identified by the facility and the consultant including: instrument cleaning: a) prior use of enzymatic cleaner with inadequate rinsing & flushing. B) current use of ivory snow detergent. C) viscoelastic buildup on instruments that were not cleaned using a soft bristle brush. D) prior inadequate flushing of cannulated instruments. E) use of tap water. Medications a) use of preserved epinephrine 1:1000 in the 500 ml bss plus.